Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(4), batch: (B)(4). Product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(4), batch: (B)(4). Product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(4), batch: (B)(4). Product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient underwent an explant procedure where the spinal cord stimulation scs system was removed due to an infection located around a lead in the low back. The patient was administered antibiotics. The patient was noted to have fully recovered. The explanted devices were disposed of at the facility and were not returned.